Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) as ventricular fibrillation (vf) and delivered therapy. It was noted that this could be atrial arrhythmia followed by rapid ventricular response which was incorrectly detected by the ICD. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.